Event description:
It was reported the patient had redness and drainage at her ipg site. The patient received a PICC line and was treated with intravenous antibiotics. Follow-up indicated the patient will undergo irrigation and wound suturing on (B)(6) 2013. The physician will put in another PICC line for intravenous antibiotics for an additional two weeks.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.